Event description:
It is reported that the pt was revised due to breakage of implant.

Manufacturer narrative:
Evaluation summary: one undated image of an x-ray was received which shows that the hinge is broken. Positioning and alignment could not be conclusively determined from the single x-ray. Surgical reports were not provided; therefore, surgical technique could not be reviewed. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the info provided. Mfg documentation for the femoral component was reviewed and indicates that the devices were manufactured, inspected, and packaged to specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.